Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button enteral feeding device was used for an initial placement procedure in 2009. Per the complainant, approx a week after placement, the port located at the proximal end of the shaft became loose and during a feeding the right angle feeding tube detached from the port. The complainant also reported that the closed cap was opened easily at times. The procedure was completed with a different device. There has been no report of complications or injury to the pt due to this event. The pt was reported post procedure as pt is good.